Event description:
Reportedly intralumenal hyperplasia within the stented area so angioplasty was performed on entire length of the stented area. Implant duration of 4 months. Device remains implanted.